Event description:
It was reported that the customer received a button error alarm and an unresponsive button. Customer does not know their blood glucose level at the time of the incident. Customer stated that she was exercising that morning and that the insulin pump was in her sports bra. She believes that the insulin pump may have been exposed to sweat. The customer also stated that up button would get stuck and she would have to wiggle it in order for it to work. Advised to discontinue use of the insulin pump and that it would have to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.